Event description:
Customer reported receiving imprecise readings from their reli-on meter. In blood glucose tests, customer received a "lo" reading and 263 mg/dl within 10 inutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.